Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. The blood glucose at the time of the incident was 250 mg/dl. The customer was assisted with troubleshooting and found that the battery compartment spring is damaged. The device will be returned for analysis.